Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to be pressed harder multiple times to respond. Also the insulin pump squirted insulin out of infusion set while priming, had been unresponsive to brand new battery and had failed battery test. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. During back light check no unexpected issue were noted. No motor error alarm noted. Motor passed motor test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. However, moisture damage at electronic assembly. Also, moisture damage on the motor and vibrator assembly during visual inspection. (B)(4).